Manufacturer narrative:
(B)(4). Functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of peeling damage. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient.

Event description:
The device was returned for evaluation and initial inspection discovered that insulation on the jaw wire had detached and was not returned. The customer confirmed that the insulation was partially detached during the middle of the surgery. The device was removed from the patient and nothing fell into the patient's cavity.

Event description:
The customer reported that during sealing, the jaws could not be re-opened while applied to tissue and some bleeding was noted during a sleeve gastrectomy. End tones, indicating a completed seal cycle, were heard. The amount of blood was described as ¿minuscule¿ and it was controlled with a bipolar device. The jaws were removed with a grasper. There was no patient injury and the patient is reported as being in stable condition.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.